Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, there was a leak noted in the shaft which resulted in loss of pressure that was mistaken for a balloon rupture. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the long mid right coronary artery (rca) lesion, there was no tortuosity but moderate calcification, the physician intended to place 2 stents as the lesion was very long. He accessed the vessel with the guide wire and predilated, then advanced the 3.0 x 33 mm xience prime to the distal most aspect of the lesion in the rca. During the first inflation at 4 atmosphere (atm), the balloon ruptured and the stent was not deployed. It was noted under fluoroscopy that the stent was partially deployed. The physician attempted to bring the stent and balloon out of the anatomy into the guide catheter and initially both were being removed; however, the stent delivery system was removed and the stent implant had dislodged proximal to the lesion in the rca. The guide catheter remained in place in the vessel. A non-compliant balloon catheter was advanced inside the stent and the stent was deployed in the proximal aspect of the target lesion. A second stent was advanced and deployed in the distal rca to fully cover the target lesion without incident. Post dilatation was performed to the distal stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.